Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, physician noticed an unsmooth sliding inside the sheath and the lead became difficult to be moved out. The catheter was removed from the patient and the lead ultimately placed. The lead is still in use. No patient complications have been reported as a result of this event.